Event description:
It was reported that the patient presented with pain in the abdominal flank. It was determined that the patient had an inflammatory mass. A large inflammatory mass and the catheter were removed. The drug contained in the pump was dilaudid 30mg/ml delivered at 11.5mg/day. The patient's outcome was not reported. Additional information has been requested, but was no available as of the date of this report.

Manufacturer narrative:
Results code: catheter. The catheter was returned for analysis. Final device analysis of the catheter revealed no anomaly found, acceptable catheter testing. Nothing was visible to make any determination about possible mass.